Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approximately 20cm distal to the df4 connector pin and revealed abrasion marks along the lead body. During further inspection, a squeezed and deformed lead body was found approximately 25cm distal to the df4 connector pin. In this region the insulation and the coating of the conductor cable to the ring electrode were damaged. These findings can be considered as the root cause of the reported oversensing. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment as mentioned in the complaint description. In addition, deformations of the shock coil were observed which most likely resulted from the explantation procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 38 months, oversensing on the ventricular channel was reported.